Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse checked the machine oxygen pressure leakage and reviewed the event logs and anatomic screen image and determined that the oxygen solenoid value and the data acquisition (da) printed circuit board assembly (pcba) need to be replaced. The fse replaced the oxygen solenoid value and the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm), it was observed that there was leakage from the o2 connector. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a field service engineer (fse) to the site for repair. Resolution and disposition are pending - investigation ongoing.